Manufacturer narrative:
The device was returned to the manufacturer and inspected. The account's reported complaint of black residue on the device has been confirmed however, microvasive biopsy forceps are manufactured with a black ink on its sheath and what the account is referring to as black residue is actually a transfer of the black ink the OEM uses during production of the device. There have been no other reported complaints for this issue from other accounts.

Event description:
It was reported that following a procedure, during cleaning with tap water and a gauze, black residue was noticed on the device. There has been no patient harm or consequence reported. Follow up has been requested should any further patient information come available.